Event description:
Caller reported that pump display was frozen on the welcome screen, and it could not be cleared with the button alarm. No information was available regarding the customer¿s blood glucose level at the time of the event. Technical support provided information on how to perform a pump reset, and the caller chose to reset the pump, which resolved the issue.